Manufacturer narrative:
(B)(4). The reported issue was confirmed by the esc workshop. The customer declined the repair as this unit was replaced by a new one. The ventilator was returned to the customer unrepaired as requested by hte customer.

Event description:
It was reported by that, after a short-term test run at the service center, the ventilator screen locked up and became unresponsive. However, the hardware buttons worked. There was no reported patient involvement and there is no report of serious injury or death associated with this event.